Manufacturer narrative:
Qc was checked, isolation test performed and the following were replaced: cracked inlet gasket, reference electrode, ph electrode, na electrode, na membrane, measuring light pcb and inlet module. The data logs were collected for investigation. The results of the investigation will be included in the final report.

Event description:
The customer reported that patient sodium results were bias 10-15 mmol/l and calcium results were suspected high in the period (B)(6) 2016. It was reported that more than 100 patients were evaluated during this period.

Manufacturer narrative:
Due to unexpected it problems with accessing the esg gateway, the initial report was submitted to esg helpdesk via email on july 8th, 2016. The it problems have been resolved today, and the initial MDR along with this follow-up report has been submitted via the (B)(4) today. On july 8th, 2016 the following information was sent to (B)(4) helpdesk along with the initial MDR zip and pdf: dear (B)(4) helpdesk: radiometer is unable to access the (B)(4), and can therefore not submit the two attached reports via the system. Radiometer has previously been able to access the system without problems. Radiometer is working with our internal it to solve the access problem. Please accept the attached reports as attempts to file timely complaints. The reports will be filed in (B)(4) as soon as radiometer has access again. We expect to have access next week. (B)(4), regulatory affairs specialist.

Manufacturer narrative:
The root cause analysis has been finalized. The analysis concluded that the most likely root cause is leak current. Radiometer replaced el/met module in analyzer, and no further complaints of the reported issue were received.

Manufacturer narrative:
Initial action initiated: the field was marked and should have been left blank in both initial report and follow up 2 report.